Event description:
Related manufacturer report number: 2017865-2022-16884; 2017865-2022-16885. It was reported that the patient presented several weeks after implant with a red swollen pocket. Several rounds of antibiotics were unsuccessful. The entire system was explanted for infection and inflammation. The patient was stable before, during and after the procedure.

Manufacturer narrative:
It was reported that there was infection. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.